Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir o-ring, cracked reservoir tube and broken battery tube threads.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had cracks that were scratching the customer. The customer stated that there was a crack at the plastic ring at the top of the reservoir compartment. The customer stated that the plastic ring had broken and fallen off. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.